Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-10111. It was reported the patient is awaiting explant of the scs system for an unknown reason.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-10111.

Manufacturer narrative:
Follow up information identified the patient had a concomitant anchor, unknown model, with therapy date of (B)(6) 2018.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-10111. Follow up information identified the patient underwent explant of the scs system to allow for imaging to take place.